Event description:
It was reported that while repositioning the pt for a lumbar puncture procedure, the rt noticed that the endotracheal tube holder (anchorfast oral endotracheal tube fastener) had broken and the pt had become extubated. The pt required re-intubation. It was reported that the pt remained on prolonged ventilation, hospitalization and was moved to a higher level of care. The anchorfast oral endotracheal tube fastener had been in place for about 36 hrs prior to the reported incident.